Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be unresponsive to presses. A leak test was performed and the display lens was found to be leaking. The pump was opened and there was residual moisture on the pcb and display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that when trying to change the cartridge, the buttons became unresponsive. The patient confirmed that the keypad was not damaged or peeling. The patient reportedly wore the pump under clothing and did not clean the pump.